Event description:
Related manufacturer reference number:2017865-2023-93215. Related manufacturer reference number:2017865-2023-93216. It was reported that patient's atrial, left ventricular (lv) and right ventricular (rv) leads were dislodged. The atrial and rv lead was repositioned on (B)(6) 2023. The atrial lead was explanted and replaced. The patient was stable.

Event description:
The atrial lead was repositioned. The left ventricular lead was explanted and replaced.

Event description:
The left ventricular lead was repositioned on (B)(6) 2023. The atrial lead was explanted and replaced.